Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
None of the products associated with this report have been returned. A complaint database search finds no related reports against the provided product/lot combinations. The product/lot information is not known for the reamer reported as having perforated the medial wall. Corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states there was an intraoperative pelvic bone fracture. The fracture was treated with an open reduction internal fixation and screw fixation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 1/5/15 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, increased metal ions (no labs provided), metallosis, osteolysis, and cyst around the acetabulum. There was no mention of infection, pseudotumor, metal debris, or malpositioned cup was previously stated. During the primary operation the medial wall was perforated while reaming. The complaint was updated on: 2/3/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
Update 3/2/16, 3/12/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported the cup to be very vertical, excessively medialized and inferior in orientation, harm was updated. They also reported squeaking heard 1-2 times weekly, right leg longer than left leg, loss of lubrication and edge loading from cup malposition. The complaint was updated on: mar 16, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update received 01/21/2014 - the complaint is being changed from MDR-no to MDR-yes because it was reported that the patient's right hip was revised on (B)(6) 2014 to address metalosis. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A complaint database search finds no related reports against the provided product/lot combinations. The product/lot information is not known for the reamer reported as having perforated the medial wall. X-rays and medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This is a duplicate report of 1818910-2016-20052. This report, 1818910-2013-21129, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2016-20052.

Manufacturer narrative:
Update rec'd 9/22/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, pseudotumor, difficulty ambulating, elevated cobalt and chromium levels, and infection. This is a duplicate of 1818910-2014-20488. This report, 1818910-2013-21129, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2014-20488. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.